Manufacturer narrative:
(B)(4). H6 health effect - clinical code - e0131 speech disorder diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2025 while at a church conference, the patient felt symptoms in which he needed to eat as he felt hungry. He ate a sandwich and drank a diet coke. He stated when he was talking, he was unclear and not "understandable" to others. He was "wet" per himself and the nurse from church that was assisting him. His bg was 29 mg/dl while the cgm was displaying 67 mg/dl. The patient's cousin called an ambulance and the patient was transported to the hospital. Upon arrival, the nurse checked a bg and it was 25 mg/dl while the cgm was 55 mg/dl. The patient was treated with IV fluids. The patient left the hospital the same day and felt fine. Upon discharge, the cgm was "low" and the bg was 120 mg/dl. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b and c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.